Event description:
The pump was returned to animas. Investigation revealed that the force sensor was out of calibration. This report is made based on the results of investigation.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device history record review was conducted on 12/21/2012 with the following findings. During testing, the pump performed the rewind load, and prime steps without issues. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly. Unrelated to the issue, the display screen was found to be discolored. (B)(4). Correction/removal number: 2531779-03/24/2010-003-r.